Event description:
Consumer complaint of low blood results. Customer stated that he noticed the problem the same day he purchased the meter. The customer states that the results given by the meter caused him to go to the hospital and when he arrived at the hospital his blood sugar was 475 mg/dl. He was dizzy and that his forehead was read. Last 3 results in the meter were 100 mg/dl, 137 mg/dl and "lo."

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Customer stated that he noticed the problem the same day he purchased the meter. The customer states that the results given by the meter caused him to go to the hospital and when he arrived at the hospital his blood sugar was 475mg/dl. He was dizzy and that his forehead was read. Last 3 results in the meter were 100mg/dl, 137mg/dl, and "lo".

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/16/2014).